Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was observed to have annular calcifications and has a horizontal anatomy with an aortic root angle measured to be 80 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc); post-implant, the patient became hypotensive and managed by medications. Angiogram revealed dissection along the greater curvature of the ascending aorta at the site of the stent frame¿s outflow edge. Transesophageal echocardiogram (tee) probe was placed for additional imaging, after which the patient was taken for a computed tomography (CT) and then transferred to operation room (or) for ascending aorta repair. The patient had extended hospitalization. The physician believes that the dissection was caused due to the patient's horizontal aorta and dilated ascending aorta. Post-operative, the patient was in a stable condition and recovering.

Manufacturer narrative:
An event of a hypotension and vascular dissection was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported vascular dissection could not be determined. It is possible that challenging patient anatomy contributed to the event, however this cannot be determined. The reported device malposition is related to the inadequate implant depth of a 2mm non-coronary cusp depth. The reported hypotension was likely a cascading effect from the event. The prolonged hospitalization, unexpected medical, and surgical interventions were a result of case specific circumstances as mediation was administered and the dissection was repaired. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was observed to have annular calcifications and has a horizontal anatomy with an aortic root angle measured to be 80 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc); post-implant, the patient became hypotensive and managed by medications. Angiogram revealed dissection along the greater curvature of the ascending aorta at the site of the stent frame¿s outflow edge. Transesophageal echocardiogram (tee) probe was placed for additional imaging, after which the patient was taken for a computed tomography (CT) and then transferred to operation room (or) for ascending aorta repair. The patient had extended hospitalization. The physician believes that the dissection was caused due to the patient's horizontal aorta and dilated ascending aorta. Post-operative, the patient was in a stable condition and recovering.